Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the chuck was broken, screws seared, trigger was seized and the saw head was cracked. It was also noted that the device failed pre-test for saw blade coupling and trigger test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction design/false and defective. This issue has been escalated to a CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the battery oscillator device trigger was jammed and had a cracked saw holder plate. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.